Event description:
It was reported with the use of the bd vacutainer® lh pst¿ ii plus blood collection tubes there was whole tube push off non-patient end of needle. This event occurred 80 times. The following information was provided by the initial reporter: the customer stated "when collecting blood to pst tube it does not stay in needle without keeping from bottom of tube. Tubes jump pops out from needle despite if it is first or second in draw. Customer use vacutainer eclipse signal needle for blood collection. Customers are use to tubes stay in needle during filling without keeping from bottom of tube."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/13/2020. H.6. Investigation: bd received 40 samples from the customer for investigation. The samples were evaluated by functional testing and the indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® lh pst¿ ii plus blood collection tubes there was whole tube push off non-patient end of needle. This event occurred 80 times. The following information was provided by the initial reporter: the customer stated "when collecting blood to pst tube it does not stay in needle without keeping from bottom of tube. Tubes jump pops out from needle despite if it is first or second in draw. Customer use vacutainer eclipse signal needle for blood collection. Customers are use to tubes stay in needle during filling without keeping from bottom of tube."